Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since three weeks ago the implant had turned on the side and was sitting on a nerve. The patient stated that it hurt like someone was pulling it out the back. The patient had spoken with the healthcare provider but was unable to do surgery currently. The patient mentioned that the implant hadn¿t been charged for six months so the therapy was not on. The patient was directed to follow-up with the doctor for next steps. Additional information was received from the consumer. It was reported the ins is coming out of the skin for about 2 weeks now. The patient went to her primary care doctor to have it checked. The patient has an appointment on thursday (B)(6) 2020 with her pain management hcp to check the ins. The patient stated her ins has flipped on its side in the pocket. No further complications were reported/anticipated. See related pe (B)(4) for information related to infections.